Event description:
It was reported the radiopaque marker detached from this introducer sheath during entry for an unknown procedure. Co's attempts to get further details with regards to the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. One accustick six french sheath and a four french dilator were received, evaluated and retained by this MFR. The radiopaque marker was not returned for evaluation. The engineering evaluation revealed crimp marks present on the introducer sheath which indicated the band was originally crimped in place at the specified location. Scrape marks were observed around the circumference of the distal end of the introducer sheath. This device displayed characteristics consistent with exertion against resistance, scrape marks around the distal end of the introducer sheath. Co believes continual exertion against resistance, along with pt anatomy, may have been contributing factors in this event. However, without further details about the event, co is unable to determine the exact cause for the event.

Manufacturer narrative:
F11. Date MFR initially forwarded report to FDA. Further info received after the initial medwatch report was filed indicated the procedure was a biliary drainage procedure. The marker did not detach as previously indicated, but rather shifted to the proximal end of the sheath, remaining on the sheath. Another unit was used to successfully complete the procedure without pt complications.